Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the loop on the resection electrode broke off and fell inside the patient's bladder. The loop was retrieved with a cystoscope. The procedure was completed with a monopolar system. There was no report of patient injury.

Manufacturer narrative:
The device is under internal investigation by the user facility and will not be returned to olympus at this time. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. The device history record was reviewed and there were no problems noted during the manufacturing process.